Event description:
The patient experienced an irritating burning sensation at the neurostimulator pocket. It was reported that the implantable neurostimulator was turning on and off. The patent was at home at the time of the report. On/off options were discussed, until the device could be checked by an hcp. Additional information has been requested. A follow-up report will be submitted, if additional information becomes available.